Event description:
It was reported the patient was admitted for e. Faecium bacteremia. The patient was treated with antibiotics and following developed a fever and gram negative bacterium. The implantable cardioverter defibrillator (ICD) system was removed and a life vest was placed on the patient. The patient was referred for implant of a subcutaneous ICD for an unknown date. No further patient complications have been reported as a result of this event.